Event description:
--

Manufacturer narrative:
Additional information was received confirming that a revision procedure was performed and this lead was removed from service and replaced. The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting a rise in impedance measurements from 300 ohms to 800 ohms over the past two months. Additionally, threshold measurements were elevated. The lead was programmed from bipolar to unipolar configuration which produced normal impedance and threshold measurements. The caller stated that the reprogramming was a temporary solution until a lead revision can be performed. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains actively implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.